Event description:
The manufacturer became aware of a literature entitled ¿first-ray radiographic changes after flexible adult acquired flatfoot deformity correction, published in 2022, which is associated with the asnis iii cs (cannulated screw system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. Allegedly, the author indicated that 21/46 cases (43 patients) showed an hallux valgus (hv) angle increase more than or equal to 5 degrees immediately after aafd correction surgery. Among 18 feet that did not have hv preoperatively, 8 feet had hv deformity after the correction surgery and 6 feet had hv deformity at the last follow-up (min. 12 months). This is case 14 of 14.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.